Manufacturer narrative:
Ae or product problem corrected from product problem to reported issue is both a product problem and adverse event. Outcomes attrib. To ae updated to required intervention. (B)(4).

Event description:
It was further reported that post stent deployment, the physician noted that the stent was not fully attached to the vessel wall (waist-shaped) and so the physician advanced a 4mm non-compliant balloon catheter for post dilation.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery (lcx). A 3.50x24mm promus element¿ plus drug eluting stent was deployed to treat the lesion. However, following stent deployment, the stent appeared "waist-shaped." No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that post stent deployment, the physician noted that the stent was not fully attached to the vessel wall (waist-shaped) and so the physician advanced a 4mm non-compliant balloon catheter for post dilation.